Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie and tower door failed to respond. The legacy cubie pocket containing potassium chloride 20 meq extended-release tablets failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the auxilary legacy half height drawer 5.1 with pocket a5 was not opening due to aluminum foil being stuck in the lid. A field service engineer (fse) used a flat screwdriver to open the lid and unloaded some medications, which resolved the issue. The tower door 1 was tested multiple times and operated without any issues. Fse also checked all slide bumpers and cleaned the edrawer. The repair was tested, and the customer confirmed that the drawer was functioning properly without any issues. The system functioned as intended after field service engineer repaired the device.